Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed cosmetic scratches on the pump display screen consistent with the pt's report, and demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.

Event description:
The pt received ems treatment for hypoglycemia and loss of consciousness. The pt also reported that during the event, the pump screen was damaged.